Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, a temperature change may have occurred prior to the occlusion alarm declaring. The customer's blood glucose level was 96 mg/dl. A system check was performed verifying the occlusions. After the system check, insulin deliveries were successfully resumed.